Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient ranged between 300 to 399 mg/dl. The issue occurred with four similar types of infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).